Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to dislodgement. No adverse patient effects were noted.

Event description:
--

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Additionally, there were no anomalies with the j-fixation. As a result, the clinical observations could not be confirmed.